Event description:
It was reported to philips the device did not pass the operational control test. There was no patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is based on information provided by philips (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the xl+ device failed operation control test. There was reportedly no patient involvement. The bench tech evaluated the device. It was determined that the therapy pca(printed circuit assembly), therapy capacitor and a fan that were replaced, and the device was returned to full functionality. The device returned to the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the multiple parts. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The bench tech replaced multiple parts to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.